Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than two months post the implantation of an implantable pulse generator (ipg) system that the patient developed an infection. The ipg system was removed. A temporary pacing lead was placed and attached to an external pulse generator until re-implant of a new system. Cultures were taken. Approximately nine days later a bi-ventricular system was implanted. No further patient complications have been reported as a result of this event.